Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not alarm for upstream occlusion when the clamp was still engaged. This occurred during patient infusion of heparin. The user facility reviewed the event history log and identified the upstream occlusion alarm had been suppressed for about 8 hours. Once the upstream occlusion alarm was re-enabled, there was still about 30 more hours that the infusion ran, but the upstream occlusion alarm did not ring. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Corrected information: d4: serial no. D4: unique identifier (UDI) #.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found within specification and the customer reported issue 'upstream occlusion alarm did not ring' could not be reproduced during evaluation as the device passed the upstream occlusion testing. The reported condition was not verified. No causality was identified and no correction was required. Should additional relevant information become available, a supplemental report will be submitted.